Event description:
A report was received that the patient had difficulty aligning the charger with the ipg. It was noted that the patients ipg was too deep. The patient underwent a revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.